Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that act button pressed more than once to work sometimes, random no delivery alarms, motor was slower and louder during rewind as well they did not received low reservoir warning. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump rejected the new battery and scratch on the display. The insulin pump will not be returned for analysis.